Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, customer at (B)(6) hospital reported freezing of main unit pu-621ra for cns-6201a with serial# (B)(6). Customer had tried multiple re-boots, where cns and software would boot, however after few minutes the cns would completely freeze, and customer had to reboot again. Service requested: assistance in troubleshooting. Service performed: nk technical support could duplicate the issue and assisted in troubleshooting. Nkts walked the biomed through checking raid volume. Raid volume was running a self-check, nkts requested the biomed to do a soft restart and then recheck the raid volume. Raid was 48% done rebuilding. Nkts could not see anything wrong with the device other than raid doing self-check. Nkts suggested this could be one of the reasons for cns freezing, to rule this out nkts suggested biomed to make sure raid finished self-check with no issues and lasts more than 30 minutes. Customer reported error "exe-corrupt file or directory/$mft is corrupt and unreadable" on the windows desktop with raid volume of 70%. Review of device sap history found no previously reported cns freezing issues with the unit. Approximate age of the unit is 5 years. The warranty of the device expired on 08/18/2015, which was 3 years prior to the reported issue. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor's temperature and fan speed should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the information which would prompt user to perform needed maintenance. Additionally, restarting of the central monitor is recommended once every three months. Otherwise, operation becomes unstable and monitoring may stop. Customer's maintenance information for this unit is not available. The unit was not returned and no nka evaluation was performed. Customer was able to resolve the issue by rebooting the unit. Nkts requested the customer to send the unit in for repair, with po. Customer provided the po without $$ amount listed and stopped communicating after multiple attempts by nkts. Missing information: root cause of the issue could not be identified as the customer stopped communicating after multiple attempts, for repair/resolution by nkts. Required information: if the issue has been resolved internally by the customer or not. If so, the root cause of the issue is missing. Investigation result(s): root cause of the issue could not be identified as the customer stopped communicating after multiple attempts, for repair/resolution by nkts. Review of device sap history found no previously reported cns freezing issues with the unit. Investigation conclusion: root cause of the issue could not be identified as the customer stopped communicating after multiple attempts, for repair/resolution by nkts. Review of device sap history found no previously reported cns freezing issues with the unit. Correction: d4. Unique device number: UDI number is (B)(4).

Event description:
The customer reported that the central nurse's station (cns) is freezing. No consequence or impact to the patient.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is freezing. No consequence or impact to the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) is freezing. No consequence or impact to the patient.